Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that presenting egm looks like pac's but when they go ddd-30 it is sensing at as vs at 45 bpm with no ectopy. Atrial impedance varying from 500- 900ohms, sensing from 4-8mv, and thresholds 0.7 to 1.4. Looked at strip: looks like possible loss of capture in the atrium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).